Manufacturer narrative:
One medfusion pump was received in good physical condition. The event history log was reviewed and there was a backup audible alarm post message. The power up process was conducted and the "backup audible alarm post" was unable to be duplicated. The main board did not operate as intended and a blue high profile supercap was present. The cause of the issue was unable to be determined as there was no damage found on the main board. The main board will be replaced to resolve the issue.

Event description:
Information was received indicating that the main board of a smiths medical medfusion pump needs replacing. There was no reported adverse event.